Event description:
It was reported that the patient presented in hospital with a severe pocket infection and multiple points of erosion through the skin. The physician explanted the implantable cardioverter defibrillator and cleaned out the pocket on (B)(6) 2018. The patient was on hospice and family declined a new ICD implant. Patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.